Manufacturer narrative:
Device failure is suspected.

Event description:
It was reported that a pinhole type opening was observed in the pt's lead during a routine revision surgery. The surgeon noted some blackening of tissue surrounding the lead in the neck. The blacken tissue was removed during surgery. X-rays taken prior to surgery did not reveal any anomalies and the date of the last known good diagnostics is unk. The lead was explanted and returned to the manufacturer for analysis; however, device evaluation has not been completed.